Event description:
Home patient (hp) contacted baxter's technical service center (tsc) for assistance regarding a system error 2240 alarm that occurred during dwell 4/5 of patient's automated peritoneal dialysis (apd) therapy. Reportedly, hp noted a leak in the patient line of the homechoice set close to the connector. Tsc assisted hp in ending therapy early and advised hp to finish manually. Per hp, no patient injury or medical intervention was associated with this incident.